Manufacturer narrative:
Date of event: approximation only the year is valid. The device was returned; however, analysis was not performed because the cable insulation was torn so the device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that a couple months ago, the patient's controller battery started depleting more quickly to where the cont roller would deplete from 100% charge to 40% charged in 15 minutes. The patient said this morning he noticed that the controller itself was getting hot and so was the recharge antenna, so hot that it burnt his rear end. The patient is being sent new external devices. No further complications were reported. No additional patient symptoms were reported.